Manufacturer narrative:
The initial report was made in error. The reported malfunction of the device is not reasonably anticipated to cause or contribute to a death or serious injury if it were to recur. Please consider the MDR cancelled.

Event description:
It was reported that sharps coll side entry 5.4qt red had incorrect label information. The following information was provided by the initial reporter: material no: 305443 batch no: 0357920. It was reported via email: customer received an item with a lot labeling issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll side entry 5.4qt red had incorrect label information. The following information was provided by the initial reporter: material no: 305443 batch no: 0357920 it was reported via email: customer received an item with a lot labeling issue.